Event description:
The consumer called to report that he received burns on his chest by hot water that spilled out of the personal stream inhaler. He states that this incident occurred when he picked the unit up to use while sitting in his reclining chair. He reported that he had tipped the unit which caused the spill. The proper use instructions state to only use the unit on a firm level surface to avoid spilling the water. Medical intervention was not required for this incident.